Event description:
Boston scientific reported: this right atrial (ra) lead exhibited noise. A lead revision was performed, and the ra lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.